Event description:
The device was returned to the service center for a report from the customer contact that the pump would not turn on, had a blank screen, broken door and broken handle. These are not reportable malfunctions. However, during verification testing at the service center, it was noted that the device failed with an audible alarmed and displayed s321 (motor error - pmc, left).

Manufacturer narrative:
During verification testing at the service center, during the self test while using a test uic printed wire assembly, the device alarmed audibly for s321 (motor error - pmc, left) malfunction alarm code. Visual inspection of the mr2 motor found that the rtv seal was broken which caused the mr2 motor to be moved out of position. The probable cause for s321 found during testing was due to a broken rtv seal on the mr2 motor. An investigation found that the rtv issues were caused either by rtv being under applied to the specification or excess grease from the o-ring installation was not removed and the rtv is applied over the grease. The rtv may not hold the motor in place under a load which will result in an s321 malfunction alarm code. This report represents all the information known by the reporter upon query by hospira personnel.